Event description:
Baxter reported, that a minicap/disconnect cap was alleged by the patient's physician to cause hypothyroidism. Reportedly, during routine check-up in 2008, the physician observed a peritoneal leak due to an umbilical hernia. The patient was admitted on the same day for a surgical treatment to repair the hernia. Since then, the patient was on automated peritoneal dialysis with dry abdomen during the day. However, when the patient was connected to the instrument for the first fill volume, residual iodine from the minicap did enter into the peritoneal cavity resulting in hypothyroidism. According to the reporter, the patient's thyroid hormones levels were within normal range during the last blood tests, (few months ago) and significantly increased after the incident. However, at this point, the new lab results are still pending. It was also reported that the patient was treated for the hypothyroidism with levothyroid, (dose and regiment were not provided) and her status was listed as recovered. No other information available at this time.

Manufacturer narrative:
The actual sample was not available for evaluation. The minicap was discarded by the customer. Should significant information becomes available a follow up report will be submitted.